Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No share log data was available for review. The customer complaint confirmation was undetermined because there was no voltage and no data in the cloud. The root cause could not be determined.